Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent flickering, error e226 and scope communication error code (e216), faulty charged coupled device (r-unit) and corrosion on nut. Based on the results of the investigation, the customer reported issue could not be confirmed and therefore a presumable and a definitive root cause could not be identified. However, it is likely the intermittent flickering and jerk in image when rotating the handle was due to faulty r-unit (charged coupled device), error e226 and scope communication error code (e216) coming when slightly shaking the plug unit was due to faulty cable unit, light fiber damage of the cable unit was due to a component failure of the light guide bundle, corrosion on nut was due to a component failure of the nut. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had image clarity and image glare issues. The issue was found during an inspection. There were no reports of patient harm.